Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that at least a couple times a week, they would feel a stinging around their implant site. The patient stated they noticed it every once in a while, and that they thought they might have dislodged something. Patient asked, "could a wire have come loose?" Patient services asked the patient if they'd had a fall or trauma that led to the stinging and the patient stated that they'd fallen more than once, and that the last fall they had was in (B)(6) 2024 but the stinging had been happening previously to that november fall. Patient's initial reason for call had been that their pain management doctor has wanted them to get an MRI so they had called to check on their MRI compatibility. Patient services reviewed MRI compatibility considerations and walked the patient through connecting to their therapy settings and the patient was able to successfully activate and deactivate MRI mode. Patient services reviewed stimulation considerations with the patient and redirected the patient to follow up with their managing health care provider to check the implanted system regarding the stinging sensation. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the could not understand why they would be feeling a shocking like, tingling sensation. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that due to the continued 'stinging' sensation they turned off the device. There was no sensation once they turned off the device for three weeks. Patient was not sure if something dislodged and why they were having the stinging sensation, they have turned the device back on and continue to have stinging sensation off and on. The issue has not yet been resolved and patient will wait to hear from health care provider (hcp) about the stinging. The fall was not affected by implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.